Event description:
It was reported that during a supply change the caregiver connected the infusion set connector to the cartridge outside the ilet and then pressed and held for drops, after which the cartridge leaked; troubleshooting determined the supply change steps were not followed, and education on proper supply change was provided. Symptoms included no adverse clinical effects and no reported impact to blood glucose. Outcomes included no alerts or alarms, no hospitalization, and resolution after user education. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed user technique error leading to an improperly connected infusion set and resultant cartridge leakage, with the device functioning as designed when used per instructions. It was concluded, based on established findings for similar reports, that the cause was user error related to improper supply change procedure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.